Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed a low battery reset of an undetermined cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving sufentanil with concentration 40 mcg/ml at a simple continuous dose rate of 15.004 mcg/day via an implantable pump as of (B)(6) 2016 for malignant pain and pancreatic cancer. It was reported that the pump went into safe state. The pump¿s logs were read to diagnose the issue. There are no environmental factors that may have led to the event to the reporter¿s knowledge. The patient did not go through withdrawal as she was given supplement medication. The pump was replaced to solve the issue. The issue was resolved at the time of the report. The patient was also without injury regarding their status at the time of the report. Medical history and other medications (oral, etc.) The patient was receiving at the time of the event were unable to be obtained. The pump was returned to the manufacturer. Per the pump¿s log, a reset and low battery reset occurred on (B)(6) 2015, a low reservoir alarm occurred on (B)(6) 2016, and an empty reservoir alarm occurred on (B)(6) 2016. The pump was previously refilled on (B)(6) 2016. Per the pump¿s log, the pump was in safe state on (B)(6) 2016. Also per the pump¿s log, the estimated elective replacement indicator (eri) was 24 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.